Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and the blood glucose value at the time of event was unknown. It was also reported that transmitter was lost at the time of hospitalization. Troubleshooting was performed and the current blood glucose value was 300 mg/dl. The pump was used within 48 hours of the reported event and the smart guard/auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will discontinue to use the device and the insulin pump returned for analysis.

Manufacturer narrative:
(B)(4). Unit was received with battery cap and found missing battery cap contact. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed displacement accuracy test (dat) with 0.08730 inches. Unit was successfully downloaded using thus. Unable to confirm normal bolus delivered due to data not covering event date. No unexpected alarms, alert, and anomalies noted during testing or on event date in history file. Unable to verify high bg's. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the force sensor. The following were noted during visual inspection: corroded battery tube, scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, missing display window cover, pillowing keypad overlay, cracked case corner of belt clip rails, cracked belt clip rails, broken belt clip rails, cracked case (battery tube), battery cap contact missing. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected alarms, alert, and anomalies noted during testing, unable to verify high bgs, and passed functional testing. Harm reported is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.